Event description:
A report was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that there will be no further information provided to bsn. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 14302396, description: clik anchor sc-1110-02 ((B)(4)). Device evaluation indicated that the ipg passed visual and performance tests performed. There was no report of ipg malfunction in the reported complaint. Sc-2218-50 ((B)(4)) - device evaluation indicated that the lead body was cut. Damage to the device was similar to the typical explant damage and was not considered a failure. Sc-4316 ((B)(4)) device evaluation indicated that the clik anchor passed visual test performed. A review of the sterile record of the devices found no manufacturing defect as the source of the reported complaint.